Manufacturer narrative:
This complaint was received via user report medwatch #mw5169481 and has been reported to FDA. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged product issue. Additionally, no contact information was provided in the user report, rendering adc unable to conduct any follow-up activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report #mw5169481 which reported the following information: a healthcare professional (hcp) reported on (B)(6) 2025 that a patient who was a user of the adc device, passed away. It is unknown if the patient was actively using an adc device during the time of the patient's passing but no allegation of device deficiency was made. The reporter declined to provide contact information to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably concluded that the adc product has or may have caused or contributed to the death.